Manufacturer narrative:
Concomitant product(s): - model: dtbb1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2018. Model: 4470, competitor lead; implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an allied health professional (ahp) called in to technical services with questions regarding programming options. The patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and variable pacing impedance. Additionally noted was impedance spikes and oversensing noise was seen on stored high rate non-sustained episodes. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.